Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the bearings were worn out and loose creating a situation where the cutter and the loose components were making a chattering noise. It was determined that the bearings were loose and no longer in axial alignment not allowing the cutter and bearings to move smoothly. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing it was observed that the attachment device was making noise. During in-house engineering evaluation, it was found that the bearings were worn out, loose and no longer in axial alignment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.